Manufacturer narrative:
Concomitant medical products : product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3093-28, lot# j0417784v, implanted: (B)(6) 2004, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
A patient's friend or family member reported that the patient was in a very bad car accident in (B)(6) 2015 and had been in the hospital. The patient's healthcare provider removed a catheter on (B)(6) 2015 and since then, the patient's bladder had been contracting and she had pain from the implant. The patient also had bladder problems and didn't have a patient programmer to calibrate the device. The patient's indication for use was noted as gastrointestinal/pelvic floor. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.